Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred in the distal segment. The catheter was replaced. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver baclofen 1200mcg/ml at 237mcg/day and morphine 2mg/ml at 0.395mg/day. It was noted that the catheter would not be returned to the manufacturer for analysis. Additional information was requested but was not available at the time of this report.

Event description:
Additional information: the catheter had fractured at insertion site and was partially explanted on (B)(6) 2013. The break was stated to be at the distal anchor site. Cause of the event and whether diagnostics were done were unknown to the reporter. The spinal segment was left in the intrathecal space and new catheter was implanted. Patient had stated that they had good pain relief when first implanted; however, the catheter quit working as it was fractured. Patient symptoms included pain and increased spasticity. After the replacement it was stated that patient wretched and vomited for about six weeks and per clinical staff patient had multiple falls.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was doing well. Additional information has been requested, but was not available as of the date of this report.